Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder out of phase.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.